Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported to abbott diabetes care on (B)(6) 2019 that she experienced an allergic skin reaction while wearing an adc freestyle libre sensor. Customer had contact with a healthcare professional on (B)(6) 2019 who prescribed cicalfate (restorative skin cream), desloratadine (antihistamine), and diprosone (betamethasone, a corticosteroid) for treatment. Adc received (B)(6) user report on (B)(4) 2019 that contained the following information regarding the same device: customer had experienced symptoms described as itching, swelling, redness, and blistering. There was no report of additional treatment being required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information- device manufactured date has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. The sensor plug was properly seated in the mount and the adhesive patch was intact. Extended investigation also has been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this complaint unit was manufactured. The extended investigation showed all processes were effective and did not find any abnormalities with the units. No product deficiency was identified.

Event description:
Customer reported to abbott diabetes care on 31-jan-2019 that she experienced an allergic skin reaction while wearing an adc freestyle libre sensor. Customer had contact with a healthcare professional on (B)(6) 2019 who prescribed cicalfate (restorative skin cream), desloratadine (antihistamine), and diprosone (betamethasone, a corticosteroid) for treatment. Adc received an (B)(6) user report on (B)(6) 2019 that contained the following information regarding the same device: customer had experienced symptoms described as itching, swelling, redness, and blistering. There was no report of additional treatment being required. There was no report of death or permanent injury associated with this event.